Manufacturer narrative:
Added date of explant.

Manufacturer narrative:
Corrected data: date received by manufacturer was inadvertently omitted within follow-up number 1 and should have been 20dec2018. Corrected data: date of explant was completed within follow-up report number 3. The device remains implanted.

Event description:
Additional information provided indicated the patient is experiencing pain at the ipg site, however no intervention is planned to address the issue at this time.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2018 where their original ipg was explanted due to an infection being present.

Event description:
It was reported that the patient did not have surgical intervention on (B)(6) 2018 as previously reported. The patient has had no surgical intervention to date.

Manufacturer narrative:
Checked adverse event and checked other (serious). Added explant date ((B)(6) 2018). Added- model 3662; scs ipg; added PMA code: p010032.

Event description:
Follow up revealed surgical intervention was undertaken wherein the entire system was explanted due to a suspected infection at ipg site.